Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, pacing system analyzer (psa) measurement indicated high and out of range pacing impedance on the lead. The physician believed that it was due to the initial failure of the device. Another lead was used. There was no patient consequences.